Manufacturer narrative:
Intuitive surgical inc. (Isi) received the single port (sp) instrument arm drape instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The accessory was installed in the in-house system and pass recognition and engagement without any issues. All four sterile instrument adapters were successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinths remained intact, and no abnormal noise or friction was observed when rotating the instrument drives 180-degrees in both directions. The accessory was fully functional. A visual inspection was performed, and no damage was found. There was no issue observed during the 1st arm engagement. No product issue was identified. Based on the investigation results, customer-reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 1st arm engagement part of the single port (sp) instrument arm drape was not fixed and kept falling out. The procedure was completing as planned with no reported injury.